Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit displayed an "electrical test fails, code #52" message. The pt was switched to another unit and therapy was initiated.